Manufacturer narrative:
Corrected data: new info. Received on mar 26 2024, that there was no patient contact and since suspect product is a non-preloaded lens, per (B)(4) (global adverse event /medical device reportability assessments and reporting), event is downgraded to not reportable. This supplemental report is submitted to correct initial report. There will no longer be any further reporting under MFR report number 3012236936 -2024 - 00949. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a non preloaded intraocular lens (iol) was damaged. Unknown if there was patient contact or not. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate was before mar.7, 2024. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.